Event description:
An unusual noise was heard while using arthrocare wand, ultravac 90 w/integrated cable. Wand was removed from surgical site & activated, a small flame was noted on the tip. It was removed from the sterile field. All arthrocare wands have been removed from service. Sales rep notified.